Event description:
Synthes curved spinal rods removed from pt 11 months after implantation. One rod was completely severed. The other was removed prophylactically. Pt developed a massive infection 11 days post op from the original insertion. Explanted rods were given to synthes rep (B)(6) on (B)(6) 2013.